Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No moisture damage noted on electronic or motor.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.